Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump screen was flashing and beeping. Customer did not report insulin pump screen flashing when screen was turned on after being in sleep mode. Customer reported insulin pump had trace pointers are invalid error alarm. Customer was not able to clear the alarm. Customer reported stuck button alarm. No harm requiring medical intervention was reported. Troubleshooting was performed. The customer will discontinue the use of the device. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Retainer ring=black. Customer complained on 07/11/2022 the pump alarmed pump error 68 and stuck button. Complained the buttons are not functioning properly and flashing display. Pump alarmed critical pump error after battery installation. Verified 3 consecutive pump error 63 alarms (line number 147 file number 2017) in the adapt tool fault error log due to moisture damage to the pcb1 and pcb2 board. No date time listed in the adapt tool fault error log for pump error 63. Unit successfully downloaded to thump. Unable to verify flashing display, missing segments, partial display, unresponsive buttons, stuck button alarm or pump error 68 due to critical pump error. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to critical pump error. Found moisture damage to motor assembly, pcb1 board and pcb2 board during visual inspection. Found moisture damage to motor assembly, pcb1 board and pcb2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay and cracked battery tube threads. The p-cap/reservoir does lock properly. Was unable to verify flashing display, missing segments, partial display, unresponsive buttons, stuck button alarm or pump error 68 due to critical pump error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.